Event description:
Implant date: 1990. Pt complained of pain. Revision surgery in 1992 to replace device at which time it was noted there was pseudoarthrosis and "loose" screws. Pt underwent an anterior interbody fusion in 1992. Device was explanted in 1995 at which time it was noted that the fusion was solid.